Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3998 lot# lb4452, implanted: (B)(6) 2003, explanted: (B)(6) 2003. Product type lead. Lead explant date are estimated dates. Conclusion code belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for other pain indications. It was reported that the patient had back surgery to replace the lead in (B)(6) 2003. No further complications were reported or anticipated.